Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, customer test his blood glucose level and when it transferred into the insulin pump the device started to alarm. The device of insulin stopped and prompt customer to write down his settings. Multiple pump errors were noted on the device. Customer's blood glucose was 4 mmol/l. Customer stated the device was not exposed to a high magnetic field. Customer was unable to rewind the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant error alarm due to unlocked motor flex connector on printed circuit board. The insulin pump has minor scratches noted on the display window.